Event description:
It was reported that the pump showed check syringe plunger sensor. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was cracked on the top case and also cracked on right plunger case and battery door. Event history log (ehl) showed: check syringe plunger sensor. Power up process and syringe plunger sensor test were performed and the reported problem was not duplicated. The plunger tube was bent which could be causing the check syringe plunge sensor intermittently. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced plunger tube and left plunger case for preventive maintenance and all functional testing.